Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. A leak which resulted in minor fluid invasion was identified. The endoscope was repaired and returned to use.

Event description:
It was reported that all images turned blue and / or were not visible during a case, obscuring view of the anatomy. There no report of any health consequences for the patient.